Event description:
The customer reported the system failed to display an image, thereby failing to produce fluoroscopy x-ray. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. A circuit board was replaced and then adjusted. The system was then found to be operating as intended.